Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check post cardioversion procedure for atrial fibrillation, the atrial lead exhibited unacceptable thresholds, sensing anomaly and impedance issue. X-ray revealed the lead was dislodged. The lead was successfully repositioned on (B)(6) 2016. The patient tolerated the procedure well.